Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by the lab on 06/11/2020; the returned product underwent evaluation and analysis. [Conclusion]: the healthcare professional reported that the complaint coil, a 2mm x 2cm galaxy g3 xsft coil (glx120202 / l16317) was used in a pediatric apca (aortopulmonary collateral artery) case. During the pre-deployment electrical check with the enpower control dcb2 detachment control box and enpower control cable, the green system ready light did not illuminate. The physician reconnected it with a concomitant cable several times and the light illuminated once and the complaint coil was used, however, the coil did not detach. The coil was successfully removed from the patient still attached to the delivery system. The complaint coil was replaced, and the replacement coil detached without any issue using the same dcb2 detachment control box and the same enpower control cable. The procedure was successfully completed. The physician commented that he felt the connection was loose during the pre-deployment electrical check. The reported issue did not result in any clinically significant procedural delay. There was no report of any patient adverse event or complication associated with the reported issue. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 2mm x 2cm galaxy g3 xsft coil was received contained in a pouch. Visual inspection was performed. No damage was observed. The electrical pins were inspected and were found in good condition. The device hub was also observed to be in good condition. The device underwent a microscopic inspection. The marker band was found at 37 cm from the distal end; this is within specification. The distal outer sheath shows no evidence that it had been softened, indicating that the resistance heating (rh) coil had not been heated and the detachment process had not been initiated. Functional evaluation: the resistance of the device was measured with multimeter and a lab sample enpower control cable. The resistance was measured to be 54.7 o, this is within the specification range of 48.5 o ¿ 56.0 o. The returned 2mm x 2cm galaxy g3 xsft coil was then connected to a lab sample enpower control cable and then the unit was connected to a detachment control box (dcb) and the power was turned on. The system ready light illuminated. A detachment cycle was imitated when the detach button was pressed. The embolic coil was successfully detached. A review of manufacturing documentation associated with this lot (l16317) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that the 2mm x 2cm galaxy g3 xsft coil chosen for the procedure, but during the pre-deployment electrical check with the enpower control dcb2 detachment control box and the enpower control cable, the green system ready light did not illuminate. The physician reconnected it with a concomitant cable several times and the light illuminated once and the complaint coil was used, however, the coil did not detach. The returned 2mm x 2cm galaxy g3 xsft coil underwent visual, microscopic inspections followed by a functional evaluation. The reported issue was not confirmed as the embolic coil was detached after it was connected to the lab enpower control cable and the unit was connected to a dcb. The resistance of the device was within specification and during the functional test, the coil was detached without any issue. It is possible that during the multiple attempts to reconnect the coil with the concomitant control cable, there was an issue with all the connections fitting properly which may have contributed to the coil not detaching as reported in the complaint. Without ensuring that all the connections are fitted properly, the detachment cycle likely did not get initiated. The rh coil on the returned device did not show evidence that it had been heated, an indication that the detachment process either had not been initiated or properly been initiated, therefore, the coil did not detach as expected. Based on the review of the manufacturing documentation, there is no indication that the event is related to the device manufacturing process. A review of manufacturing documentation associated with this lot (l16317) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Updated sections: d.10, g.4, g.7, h.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
[H.10]: manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to make a correction to the concluding paragraph of the follow-up report #1. [Conclusion]: the healthcare professional reported that the complaint coil, a 2mm x 2cm galaxy g3 xsft coil (glx120202 / l16317) was used in a pediatric apca (aortopulmonary collateral artery) case. During the pre-deployment electrical check with the enpower control dcb2 detachment control box and enpower control cable, the green system ready light did not illuminate. The physician reconnected it with a concomitant cable several times and the light illuminated once and the complaint coil was used, however, the coil did not detach. The coil was successfully removed from the patient still attached to the delivery system. The complaint coil was replaced, and the replacement coil detached without any issue using the same dcb2 detachment control box and the same enpower control cable. The procedure was successfully completed. The physician commented that he felt the connection was loose during the pre-deployment electrical check. The reported issue did not result in any clinically significant procedural delay. There was no report of any patient adverse event or complication associated with the reported issue. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 2mm x 2cm galaxy g3 xsft coil was received contained in a pouch. Visual inspection was performed. No damage was observed. The electrical pins were inspected and were found in good condition. The device hub was also observed to be in good condition. The device underwent a microscopic inspection. The marker band was found at 37 cm from the distal end; this is within specification. The distal outer sheath shows no evidence that it had been softened, indicating that the resistance heating (rh) coil had not been heated and the detachment process had not been initiated. Functional evaluation: the resistance of the device was measured with multimeter and a lab sample enpower control cable. The resistance was measured to be 54.7 o, this is within the specification range of 48.5 o ¿ 56.0 o. The returned 2mm x 2cm galaxy g3 xsft coil was then connected to a lab sample enpower control cable and then the unit was connected to a detachment control box (dcb) and the power was turned on. The system ready light illuminated. A detachment cycle was imitated when the detach button was pressed. The embolic coil was successfully detached. A review of manufacturing documentation associated with this lot (l16317) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that the 2mm x 2cm galaxy g3 xsft coil chosen for the procedure, but during the pre-deployment electrical check with the enpower control dcb2 detachment control box and the enpower control cable, the green system ready light did not illuminate. The physician reconnected it with a concomitant cable several times and the light illuminated once and the complaint coil was used, however, the coil did not detach. The returned 2mm x 2cm galaxy g3 xsft coil underwent visual, microscopic inspections followed by a functional evaluation. The reported issue was not confirmed as the embolic coil was detached after it was connected to the lab enpower control cable and the unit was connected to a dcb. The resistance of the device was within specification and during the functional test, the coil was detached without any issue. It is possible that during the multiple attempts to reconnect the coil with the concomitant control cable, there was an issue with all the connections fitting properly which may have contributed to the coil not detaching as reported in the complaint. Without ensuring that all the connections are fitted properly, the detachment cycle likely did not get initiated. The rh coil on the returned device did not show evidence that it had been heated, an indication that the detachment process either had not been initiated or properly been initiated, therefore, the coil did not detach as expected. Based on the review of the manufacturing documentation, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: g.4, g.7, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The initial reporter phone: (B)(6). The email address of the initial reporter is not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (l16317) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the complaint coil, a 2mm x 2cm (B)(4) g3 xsft coil ((B)(4)/ l16317) was used in a pediatric apca (aortopulmonary collateral artery) case. During the pre-deployment electrical check with the empower control dcb2 detachment control box and empower control cable, the green system ready light did not illuminate. The physician reconnected it with a concomitant cable several times and the light illuminated once and the complaint coil was used, however, the coil did not detach. The coil was successfully removed from the patient still attached to the delivery system. The complaint coil was replaced, and the replacement coil detached without any issue using the same dcb2 detachment control box and the same empower control cable. The procedure was successfully completed. The physician commented that he felt the connection was loose during the pre-deployment electrical check. The reported issue did not result in any clinically significant procedural delay. There was no report of any patient adverse event or complication associated with the reported issue.